Event description:
Pt had a car accident and developed "flu-like" symptoms, burning legs, hoarseness, joint aches, headaches and chronic brownish-yellow sputum production. Pt's chest looks like "a basketball when you deflate it". Implants are leaking and visibly deflated.